Manufacturer narrative:
Section g3, h4: corrected data. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of elevated powers and flows, a specific cause for these events and the report of elevated ldh and hematuria could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient was presented with hematuria and had elevated ldh. It was also later noted that powers and flows were elevated. The submitted log files captured one elevation in pump power and estimated flow on (B)(6) 2020 and several elevations on (B)(6) 2020, reaching values up to 11.7 w and 12.0 lpm, respectively. All of these parameter elevations were associated with pi events. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. It was later reported that the patient¿s urine was clear and ldh was slightly better with plavix and a sodium bicarbonate drip. The patient had no new symptoms or obvious changes on echo, and a cta of the chest revealed no concern for an outflow graft obstruction. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The relevant sections of the device history records for vad-62835 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii lvas IFU, lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation therapy and the recommended inr range. Section 1 entitled ¿introduction¿ outlines all pump parameters, including pump power, flow, and pulsatility index (pi). Pump flow is estimated based on pump power. Section 6 also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with hematuria. The patient experienced elevated lactate dehydrogenase (ldh). Ldh improved with sodium bicarbonate (nahco3).